Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found system did not boot up. Upon troubleshooting, the fse found the that the power supply of the suite pc had burned out during system boot-up. To resolve the issue, the fse replaced the suite pc and return the part for further analysis, the results indicated a psu failure (s61) due to a burnt power supply. After replacing the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that mention that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.